Manufacturer narrative:
The 5f mynxgrip vascular closure device (vcd) sealant dislodged and got out of the skin during the procedure. There was no reported patient injury. The mynx vcd was used in a diagnostic coronary procedure using a retrograde approach. The deployer¿s mynx training status was mynx certified. The mynx vcd was prepped according to IFU instructions. The device was used for an arterial vessel type. The stick location was the femoral artery. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome or status after the mynx event was recovered. Hemostasis was achieved by 30 minutes of manual compression. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, and the sealant sleeve was observed to have been displaced close to the distal end of the grey handle as received. The sealant, advancer tube, syringe and procedural sheath were not returned with the device. The condition of the returned device indicates a complete removal of the device and does match the description of the incident. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Without the return of the advancer tube and sealant, a complete functional testing could not be conducted. No functional non-conformities were observed on the returned device. A product history record (phr) review of lot f1928801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. Without the return of a whole device, based on the information provided, the condition of the returned device and the investigation performed, the exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to hold the advancer tube in place, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
The 5f mynx grip vascular closure device (vcd) sealant dislodged and got out of the skin during the procedure. Therefore, hemostasis was achieved by 30 minutes of manual compression. There was no reported patient injury. The mynx vcd was used in a diagnostic coronary procedure using a retrograde approach. The deployer¿s mynx training status was mynx certified. The mynx vcd was prepped according to IFU instructions. The device was used for an arterial vessel type. The stick location was the femoral artery. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome or status after the mynx event was recovered. The device is expected to be returned for evaluation. Additional procedural details were requested but are unknown.